Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer called and stated that the end user stated the right wheel camber is broken, there are broken spokes on the wheel, and her brakes on the right side are not working.